Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and was admitted to the hospital with diabetic ketoacidosis. The patient switched to her backup infusion device and her blood glucose levels returned to normal.